Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump displayed 0 units in the cartridge. During troubleshooting with tandem technical services (cts), cts verified there were no alarms in the pump logs. Cts stated that it was possible the load sequence was not completed. The customer acknowledged. The customer's blood glucose was 170 mg/dl.

Manufacturer narrative:
(B)(4).